Event description:
The complainant reports an under delivery. It was reported that the intended amount was 190ml/hr, however, the actual amount received in a 45 min period was 55ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.